Manufacturer narrative:
(B)(4). The customer returned one introducer needle for evaluation. Visual examination revealed the needle cannula was separated from the hub. Minimal adhesive residue was found on the needle cannula and in the hub. The total length of the needle cannula measured to be 2.890" which is within specifications of 2.886-2.896" per product drawing. The outer diameter of the needle cannula measured to be 0.0500" which is within specifications of 0.050-0.051" per product drawing. The inner diameter of the needle hub measured to be 0.0595" which is within specifications of 0.0585-0.0605" per product drawing. The needle cannula was able to fit in the hub; however, it was loose and easily removed. A device history record review was performed with no relevant findings. The customer report of an introducer needle separation was confirmed by complaint investigation of the returned sample. The needle cannula was fully separated from the hub and minimal adhesive residue was detected. The sample passed all relevant dimensional testing and a device history record review was performed with no relevant findings. Based on the condition of the sample received, manufacturing (assembly) caused or contributed to this event. A non-conformance request has been initiated to further investigate this issue.

Event description:
The complaint is reported as: the needle separated from the hub during use on the patient. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: the needle separated from the hub during use on the patient. No patient harm was reported. The patient's condition is reported as fine.